Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane, monoblock tube assembly, power control and system interface circuit boards, and generator cpu, and the generator supply, but no conclusion can be drawn as final repair info is not available.

Event description:
The customer reported the system displayed generator errors and shut down on its own. No pt injury was reported.